Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The cerelink sensor (ID 826851) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. However, the probable root cause for the reported complaint could be due to excessive pressure applied to product. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a cerelink sensor was zeroed and inserted. The reading was negative (-)18. It was attached to the second cerelink monitor, and the readings remained -18. Therefore, the sensor was removed and replaced. The second sensor was inserted after zeroing and icp readings of 12 mmhg. Additional information: monitor used and serial number: "unknown" sensor information a. Kit used: "82685", b. Serial number: (B)(6), c. "7365431", d. Implant location: "parenchyma". Was the integra/codman icp monitor connected to a patient monitor: "no" was the patient lead always connected: "no - event on insertion in or".

Manufacturer narrative:
The cerelink sensor (ID 826851) was returned for evaluation. Device history record (DHR) - the product code 826851 with lot 7365431 sn (B)(6), conformed to the specifications when released to stock. Failure analysis - foreign matter over one side of the sensor diaphragm. Icp express read 341, after cleaning foreign matter off, icp express read 510; cerelink monitor acceptable. The device passed electronics, noise, linearity/hysteresis and signal drift tests. The issue of the complaint was not confirmed. Root cause analysis - the exact issue reported by customer could not be confirmed as the device worked correctly. The possible root cause for the issue reported could be the foreign matter present in one side of the sensor diaphragm.

Event description:
N/a.